Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -06.5 diopter, in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2015 due to lens opacity (anterior subcapsular), noted on (B)(6) 2014. The surgeon performed cataract surgery and an iol was implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found haptic torn/broken/bent/deformed. Dimensional inspection found lens was within specification. (B)(4).